Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted that the fenestrated bipolar forceps instrument was unable to be recognized by the system. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. No trouble was found. The instrument was put on an in house system and passed recognition and engagement testing. Failure analysis investigation also found the instruments main tube had deep scratch marks and abrasions. The distal end of the main tube has various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.